Event description:
Device switched to eos after an inappropriate MRI procedure.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status, which was activated on 1-jan-2020. The data further showed a detection of strong magnetic fields at 12:21pm on the same day. It is therefore assumed that a procedure containing strong magnetic fields, such as the reported MRI procedure, led to the clinical observation. The data documented that MRI mode of the device was never activated. In case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.